Manufacturer narrative:
H3, h6: a device deficiency was identified, the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the operator should inspect devices for integrity and particulates before loading device into paper carrier and pouch. An analysis of the customer provided image found a transparent plastic piece detached from the device resting on a surface. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, four (4) fast-fix 360 devices failed in the same way. Each device was inserted in the joint. When the first implant was deployed through the meniscus, a transparent plastic piece detached from the device, and it could no longer be used. The detached piece did not fall into the patient. The procedure was completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).